Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet protrudes beyond the end cap of the lancet device. No adverse event reported. Return of suspect device was requested and replacement was sent. Please be informed that we received additional information from the customer: there was a misunderstanding during the first contact. The customer explained that she could not insert a new lancet drum because the white lever is stuck, meaning that she cannot change to the next lancet. The customer stated that the lancet did not extend beyond the end of the correctly positioned protective end cap after firing.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet protrudes beyond the end cap of the lancet device. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.